Manufacturer narrative:
No medwatch form was received. A partial lead with the connector pin measuring 21.7cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high pacing lead impedance and high threshold were observed. During explant procedure insulation anomaly was observed.